Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely, that [no liquid crystal display (lcd) image] occurred, due to printed circuit (qb) board failure. Root causes could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process. The device evaluation found that there was no image on screen due to a printed circuit board failure. Additionally, it was found that the bezel and rear cover were damaged. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The high definition lcd monitor was returned as part of the asset return process. During routine inspection of the device by olympus, it was found that there was no image on screen due to a printed circuit board failure. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.